Event description:
The pt had a taxus stent implanted in the mid left anterior descending (lad) branch in 2007. The taxus stent had restenosis and the lesion was noted to be smooth and eccentric. So in early 2008, the pt had a 3.5x23mm cypher select plus stent implanted at 14atm. During the procedure, the pt experienced a type a dissection, which was treated with a 3.0x13mm cypher select plus stent.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This male in the study experienced dissection during the implantation of a cypher select+ stent. Medical history included hypertension and remote smoking. The study compares the performance of cypher select sirolimus-eluting stent vs. Balloon angioplasty in the treatment of intra-des restenosis. During the index procedure, on 3.5/23mm cypher select+ was implanted in the mid lad; the target site was reported to be an in-stent restenosis of a taxus stent. The lesion was not pre-dilated prior to deploying the stent and a type a dissection occurred. This was repaired with the implantation of a 3.0/13mm cypher select+ stent. At last report, the event had resolved without sequel. The product was not returned for evaluation; it remained implanted. A review of the manufacturing records indicated that the product met quality requirements for product acceptance. Coronary dissection is a potential adverse event associated with coronary stenting. Review of the available info suggests that pt factors may have contributed to this event.